Event description:
It was reported the customer had a button errror alarm that they were unable to clear. Customer's blood glucose was 16 mmol/l. The customer was advised to disconnect from the insulin pump while it was being replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The device had minor scratches on lcd window and cracked case at display window corners and battery tube threads.